Manufacturer narrative:
The customer replaced the reagent pack and the issue appeared to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The instrument was backdated four months. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay results from the cobas e411 disk analyzer. Patient (B)(6) initial result was 150 pg/ml. The repeat result on a maglumi analyzer was 250 pg/ml. The repeat result on a cobas e411 in another laboratory was 265 pg/ml. Patient (B)(6) initial result on (B)(6) 2021 was 194.9 pg/ml. The repeat result on a maglumi analyzer was 389.9 pg/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 54142701 with an expiration date of 30-apr-2022.